Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2018) is considered to be a best estimate. This MDR represents the composix l/p mesh (device 2). An additional supplemental emdr was submitted to represent the composix l/p mesh (device 1). Note: the attorney firm representing the patient is located in puerto rico; however, the mesh was implanted in the u.s., and the adverse event also occurred in the u.s. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2019- patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix l/p mesh (device 1). Per op notes, ¿the hernia sac was identified in the umbilical region and dissected. A composix l/p mesh (device 1) was placed and sutured¿. (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia, thereby underwent laparoscopic repair with adhesiolysis, explant of composix l/p mesh (device 1), implant of composix l/p mesh (device 2). Per op notes, ¿recurrent hernia was identified in umbilical region and the prior mesh (device 1) was excised. A new composix l/p mesh (device 2) was placed and sutured circumferentially¿. (B)(6) 2020- patient was diagnosed with incisional hernia with dense intra-abdominal adhesions, thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes,¿ dense adhesions were taken down. The prior mesh (device 2) was found to be pulled away from left side. Eventration of mesh was noted. A synthetic mesh was placed in the abdominal cavity and tacked.¿